Manufacturer narrative:
Continuation of d10: 1388t lead implanted on (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a syncopal event during interrogation of their implantable cardioverter defibrillator (ICD) which was near the elective replacement indicator (eri). The patient also had an implantable pulse generator (ipg) in use for backup pacing that had reached end of service (eos). The ipg was possibly pacing below the expected output due to being at eos and telemetry draw on the ICD may have caused inhibition of pacing. The ICD was reprogrammed. The ICD and ipg were subsequently removed and a new ICD was implanted. No further patient complications have been reported as a result of this event.